Event description:
A renegrade hi flo catheter was used for therapeutic purposes. During the procedure, while trying to introduce the catheter over the transend guidewire, at approximately one hundred and five centimeters, the device would not advance any further. The existing thrombus developed into several small thrombi then evoked several embolisms. Twenty four hours after the examination, the patient expired. It should be noted that there is no confirmation the renegade cathteter contributed to death as there is no further information available regarding this event.